Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), stress urinary incontinence ('stress incontinence') and pneumonia aspiration ('I had an aspiration pneumonia had to spend more than 10 days in hospital') in an adult female patient who had essure (ess205) (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, dysmenorrhea, gravida ii, parity 2, polycystic ovaries, thyroiditis, hypercholesterolemia and hypertriglyceridemia. Concomitant products included medroxyprogesterone acetate (depo provera) in august 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stress urinary incontinence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), polycystic ovaries ("polycystic ovary"), insulin resistance ("insulin resistance") and pneumonia aspiration (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy and bladder sling). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the stress urinary incontinence, polycystic ovaries, insulin resistance and pneumonia aspiration outcome was unknown. The reporter considered insulin resistance, menorrhagia, migraine, pelvic pain, pneumonia aspiration, polycystic ovaries, stress urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2007 patient undergo for essure confirmation test. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2007: total bilateral occlusion.. Lot number:624474 manufacturing date: 2007-05 expiration date:2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: pfs received: aka was added. New events- stress incontinence, migraines/headaches, polycystic ovary, insulin resistance, aspiration pneumonia were added. Lab test was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, dysmenorrhea, gravida ii, parity 2, polycystic ovaries, thyroiditis, hypercholesterolemia and hypertriglyceridemia. Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2007 patient undergo for essure confirmation test. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2007. Lot number: 624474, manufacturing date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, dysmenorrhea, gravida ii, parity 2, polycystic ovaries, thyroiditis, hypercholesterolemia and hypertriglyceridemia. Concomitant products included medroxyprogesterone acetate (depo provera) in august 2007. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2007 patient undergo for essure confirmation test. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), pelvic pain. Concomitant drug, medical history, reporter information were added. On 31-mar-2020: medical records received. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.